Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Returned product was reviewed and crack was visually observed. Packaging most likely left biomet conforming to specifications. No change since the damage was a result of outside norm shipping/handling. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a reverse shoulder procedure, the inner and outer plastic packaging of the stem was damaged. The product had no patient contact and was never entered into the sterile field. No adverse events have been reported as a result of the malfunction.